Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed and the tubing observed was twisted inside the second y-site. A functional testing was performed including pressure test and clear passage test which revealed a leak coming from the twisted tubing. The reported condition was verified. The cause of the condition was due to machine error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink system non-dehp extension set leaked from the intravenous (IV) port. This issue was identified during priming. There was no patient involvement. No additional information is available.